Event description:
It was reported that an angio-seal device was deployed post interventional catheterization procedure without complication. The site looked well post deployment and the patient was sent to the unit. The patient proceeded to get sick and the pt's blood pressure decreased. The patient was taken to surgery for repair of an expanding hematoma. No additional information is available.